Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the approximate width of the compressed vessel? - standard sized renal artery so I guess approximately 7mm. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? -yes. Does the surgeon routinely wait 15 seconds prior to firing? - I have never heard of waiting 15 seconds before- the rep has been with me in theatre on many occasions and not mentioned this so I dont know what it refers to. Were there any staple formation issues noted? - not that we could see. What was the approximate blood loss? - large amount of blood loss- approximately 2-3 litres. Was a transfusion required? - yes the patient required transfusion.

Event description:
It was reported that the pvs was used in a lap doner nephrectomy case in university hospital of (B)(6). The procedure happened on (B)(6) 2020. It wasnt reported at the time and following a discussion at an mdt meeting it was agreed they would approach ethicon to find out if this is something we have heard of previously within other accounts. The device was initially fired on the ureter without any issues, it was then used a 2nd time to divide renal artery and a 3rd time on the renal vein without any issues immediately after firing the device. After approx. 15/20 minutes it was noticed there was uncontrollable bleeding at that they thought was the 2nd staple line (renal artery), it was confirmed they could not say it was 100% from the staple line but they were unable to stop the bleed and converted to an open procedure were they oversewed the stump of renal artery. This prolonged the procedure. Pvs has been used for subsequent cases without any complications. Everything went well post op and patient was discharged home few days after surgery. .